Event description:
The catheter was inserted in 2005 and the stylet was removed without difficulty. The clinician was able to flush without difficulty but unable to get satisfactory blood return. The clinician decided to remove the catheter due to the lack of blood return. The catheter became stuck with about 5cm remaining in the vein. The neonatologist attempted to reinsert the stylet without success. The clinician applied a warm compress and kept pulling, eventually breaking the catheter. The catheter tip location was not confirmed with x-ray. However, you could see that the catheter was bunched up on susequent x-ray. The surgeon was called and a cut down was performed to remove the 2 inches of catheter remaining. The catheter piece was discarded. As of a week later the pt is in satisfactory condition.